Event description:
It was reported that on (B)(6) 2013, 742 days post index procedure the patient presented with a myocardial infarction and was hospitalized on the same day. There was a 100% in-stent restenosis of a previously deployed promus stent in the proximal lad that was treated with balloon angioplasty and placement of a drug eluting stent, with 0% residual stenosis. In addition, the 100% diffuse in-stent restenosis of the study stent in mid lad was treated with balloon angioplasty and placement of a 3.50x12 mm promus drug eluting stent, with 0% residual stenosis. On (B)(6) 2013, the event was considered to be resolved without residual effects and the subject was discharged on the same day on aspirin and clopidogrel. No additional information was reported.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of myocardial infarction and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s.